Manufacturer narrative:
The technician replaced the handle strain gage assembly to resolve the issue.

Event description:
The account alleged the intellidrive on this bed moved backwards when it is engaged to move forward. No pt impact.